Event description:
It was reported by service report that the footend was stuck as high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - faulty power cable cord blew the main cpu board.